Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Pin to which you attach the brush head has broken off...brush head then ends up in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the pin to which the oral-b toothbrush head attached to the oral-b toothbrush had broken off. The oral-b toothbrush head then ended up in their mouth. No injury was reported. 28-jun-2023 follow up via phone: the concomitant product was oral-b power power oral care refills floss action eb25. No injury was reported. 18-aug-2023 case update: the suspect product lot was bc908191828. The concomitant product lot was 6629. No injury was reported. 04-sep-2023 case update from information initially received on 18-aug-2023: the suspect product was oral-b rechargeable toothbrush handle 3765. No injury was reported.

Event description:
Pin to which you attach the brush head has broken off...brush head then ends up in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the pin to which the oral-b toothbrush head attached to the oral-b toothbrush had broken off. The oral-b toothbrush head then ended up in their mouth. No injury was reported. 28-jun-2023 follow up via phone: the concomitant product was oral-b power power oral care refills floss action eb25. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.